Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round high profile 500cc breast implant, catalog number 3503500, serial number (B)(4), lot number 7406048. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with saline mentor smooth round high profile 500cc breast implants and experienced capsular contracture baker grade iii on the left breast implant and pain on the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2018. This medwatch is for the right breast implant.